Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided

Event description:
A total knee arthroplasty was revised approximately two years post-operatively for pain. This revision occurred outside of the us in (B) (6).

Manufacturer narrative:
The device history record (DHR) review was completed and there was no nonconformance found related to this event. Device and operative report was not available for return due to no patient release form was provided.

Event description:
Reportedly a a valve was explanted today after an implant duration of approximately 10 years due to leak. Leaflets appeared to be in very good condition with the exception of two small holes in the cusp of one leaflet. Received call from risk management. Sales rep asked her to call us because our laboratory might be interested in evaluating this device. She stated ¿the surgeon has disassociated this explant from the device, and has stated that there is no device failure due to device implant duration of 10 years. The device was ultimately explanted due to aortic regurgitation.¿ she was unwilling to provide the surgeon¿s name. Patient and surgeon information was learned from ipr along with the model, serial number and date of implant. Implant duration is calculated to be 127.67 months.